Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set occlusion at tubing event on 25-jul-2024. The blood glucose level was 552 mg/dl at the time of event therefore, the patient was treated with correction injection via multiple daily injection.patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure